Event description:
It was reported that log files were sent for review, and the log file captured a no external power alarm and multiple other associated alarm types on (B)(6) 2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file event history. The mpu had a v-lock connector on the ac power cord. The ac power cord came loose at the wall outlet. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu remained in service.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. Data from the reported event date of 26apr2025 in the submitted log file was reviewed. On 26apr2025 at 09:49:40, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2.6v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the serial number; however, no response was received. Per the information provided, the root cause for the no external power alarm was determined to be user error by the ac cord coming loose from the wall outlet. The device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.